Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a fall in (B)(6) 2015 and had the implant repositioned at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.